Manufacturer narrative:
The user facility performed by themselves a repair of the ventilator. According to received information, the user interface holder was replaced. No parts were returned for investigation. The consequence of this kind of mechanical damage is that the user interface gets detached and, in a worst case scenario, falls off the ventilator carrier. Our conclusion into this matter is that the user interface has been exposed to a mechanical force greater than it is designed to sustain. The ventilator system was successfully tested for mechanical strength, with a peak acceleration of 15 g, pulse duration 6 ms, and total number of 1000 impacts.

Event description:
It was reported that the user interface holder was broken off. There was no patient harm. Manufacturer's ref.: (B)(4).